Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy. It was reported that the patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6) at (B)(6) medical center.

Event description:
It was reported that the patient concurrently underwent cystoscopy. It was reported that the patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6) at (B)(6) medical center

Manufacturer narrative:
(B)(4): it was reported that due to extrusion of mesh, the patient underwent a mesh excision on (B)(6) 2010 by the implanting surgeon..(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.